Manufacturer narrative:
Insulin pump had blank display due to faulty x2 on interface board. Unable to perform idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, occlusion test, prime/compromised force sensor system test, excessive no delivery test, and displacement test due to blank display. No constant tone alarm anomaly noted. Insulin pump was received with minor scratched display window, broken off battery tube threads, and cracked reservoir tube lip.

Event description:
The customer reported via phone call that they were unable to troubleshoot due to the constant beeping. The insulin pump was not turning on. The insulin pump's battery compartment had a crack. Customer's blood glucose level was 181 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.